Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center reporting the caregiver (cg) saw air in the patient line during the initial drain on the homechoice (hc). The technical service representative (tsr) asked the cg the troubleshooting questions. The cg stated the patient line is primed completely in the morning when they setup up the hc. The tsr recommended the cg always check the patient line right before the home patient (hp) connected. The tsr explained if there is air in the patient line the patient line can be reprimed. The cg stated the patient at home guide stated to do a manual drain. The tsr recommended the cg end the therapy and start over with new supplies, because they were not sure where that air came from. The cg stated ok. The tsr had the cg close the clamps, disconnect the hp, and cycle the power. The hc alarmed power restored initial drain. The tsr reviewed the drain volume (dv) which was 138ml. The tsr assisted with ending the therapy and getting the set out. The tsr explained the cg can start over with new supplies and recommended to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.